Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. Several kinked and flattened areas were noted on the introduction system. During our evaluation, the introducer was advanced over a savary wire guide, but resistance was encountered at the kinked/ flattened area. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there has been one other reported event of inability to pass the introducer over the savary wire guide. Therefore, this incident represents an unusual occurrence. Conclusions: we were unable to conduct a full investigation due to the condition of the device. The most likely contributors to the reported difficulty with advancement of the introducer over the guide wire is continuing use with the loading string in the twisted position and failure to dilate the stricture prior to advancement. The kinks and flattened areas are likely due to applying pressure to the introducer after resistance is encountered. Information provided with this report indicated the loading string was twisted and difficulty was encountered in loading the stent in the introducer. The instructions for use for this product line instruct the user to ensure the loading string is not twisted around the introducer prior to loading the stent. This step is described in the system preparation section of the instructions and is essential for proper operation of this device. Applying added pressure to the introducer, perhaps in response to resistance can lead to kinks and flattened areas in the introducer. This can result in wire guide advancement difficulties, as observed. Damage to the introducer can occur if the device experiences excessive force during use and /or general handling. The instructions for use for this product line advise the user to inspect the device for kinks or bends prior to use. If a discrepancy is noticed, the product should not be used. The instructions for use for this product line instruct the user to dilate the stricture to a minimum of 10mm and a maximum of 14mm prior to placement of the stent. Additional information provided with this report indicated the stricture was not dilated prior to placing the stent and difficulty was encountered during both wire guide and introducer advancement. Applying excessive pressure in response to resistance due to not dilating the stricture is the likely contributor to the damage that was observed on the introducer. Our evaluation suggests added pressure was applied to the introducer. Prior to distribution, all esophageal z-stents with dua anti-reflux valve are subjected to a visual and functional inspection to ensure device integrity. This includes inspecting for kinks and advancing a wire guide through the introducer. Corrective actions: no corrective action warranted at this time because this incident represents an unusual occurrence and this observation is likely use and/or procedure related. Customer quality assurance will continue to monitor for complaint trends. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment.

Event description:
During the procedure, the physician was attempting to use a cook endoscopy esophageal z-stent with dua anti-reflex valve to bridge an esophageal stricture. Dilation of the strictured area did not occur prior to the placement attempt. Difficulty was experienced advancing the wire guide through the strictured area and subsequently, difficulty was also experienced advancing the stent introduction system over the pre-positioned wire guide. The wire guide and introduction system were removed. The procedure was completed at a later date with another stent. Nothing had to be retrieved from one patient. The patient did not experience an adverse effect due to this occurrence.